Event description:
(B)(4) .

Manufacturer narrative:
Investigation: (B)(4). Lot 095865: from the document review of the lot involved (095865-5 handles manufactured in august 2009) no particular anomalies were found related to the problem occurred. On the basis of medacta's risk analysis, the failure mode is unlikely to cause patient harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully.